Manufacturer narrative:
The following functional tests and communications were performed: a philips remote service engineer (rse) was able to observe the system and noticed the system should remain continuously connected to the primary server without any interruptions. Currently, all pcs are in service mode and are displaying a banner indicating a loss of wireless monitoring. The rse did some troubleshooting and accessed the system and was able to switch all computers from service mode back to connected mode. The root cause of the issue could not be determined at this time as the customer declined further analysis for now. They will continue to monitor the system and will call us back if any issues arise.

Event description:
The customer reported that all pcs are on service mode- also showing a banner wireless monitoring loss. The device was in clinical use at time of event, no adverse event was reported.